Event description:
A customer reported an alarm issue with their pump, specifically alarm 20, which occurred during the loading process. There was no adverse impact on the customer's blood glucose level. Customer had previously reported similar alarms and was familiar with handling the situation. Technical support responded by deciding to replace the pump. The customer was instructed to return the faulty pump using a pre-paid label and acknowledged understanding of how to put the pump into storage mode before returning it. They planned to use multiple daily injections (mdi) as a backup insulin delivery method to avoid interruption.